Event description:
This rv lead was implanted on (B)(6) 2008. A call to technical services on (B)(6) 2011 states vvir 70-130 and device check is good. Lead impedance was 800 ohms 1 year ago and daily measurements show gradual rise up and last month it was 1200 ohms. Dr. Decided to monitor and today it is 1440 ohms. Caller states thresholds are 0.9v and stable and no sensing as patient is pacer dependent with av node ablation and no escape fast enough to catch with sensing test. No evidence of noise as they do have v-tachy storage on for 4 beats at 170 and no episodes. Everything looks really good with device but concern over the steady rise in impedance. Technical services discuss that since thresholds good and no noise then may be tip/tissue interface related vs lead integrity of connection related. Recommend calling st. Jude medical to see if they have more info on that lead as it is there lead. Caller will call st. Jude medical and continue to monitor. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).